Event description:
The sales rep reported that when theatre staff opened the exeter stem, there were no centralisers in the packaging. The sales rep added that another identical stem was available to complete the surgery. No adverse consequences were reported.

Manufacturer narrative:
The device was discarded by the customer and therefore was not available for evaluation. Additional info has been requested and if received will be provided in a supplemental report.